Event description:
The customer received a questionable antibody to (B)(6) result for one patient sample. The initial result was (B)(6). The patient was tested in another laboratory using an abbott analyzer and the result was (B)(6). No specific result was provided. It was unclear if the results were generated from the same patient sample. The repeat result with a second sample was (B)(6). Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number was 180397 with an expiration date of 04/29/2015.

Manufacturer narrative:
A sample from the patient was submitted for investigation and the non- reactive result obtained by the customer was reproduced. The result using ortho elisa was (B)(6) was indeterminate. Based on the indeterminate blot result, no final determination for the patient can be given and a specific root cause cannot be determined. A sample specific crossreactivity or interference was a possible cause. There was no indication that the reagent did not perform within specification.

Manufacturer narrative:
This event occurred in (B)(6).